Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There were no issues during the disposable device manufacturing, including sterilization. Products met final inspection and testing requirements prior to shipment.

Event description:
Approximately 6 weeks after miradry treatment with no issues, patient called clinic to report swelling had returned with the treated area appearing bruised. Upon examination the following day, patient was diagnosed with potential infection of the adiponectin gland. No culture taken. Bactrim ds and keflex 500 tablets prescribed. Eight weeks post procedure, patient reported improved condition, no pain or swelling. Approximately 9 weeks post procedure, clinic reported issue had resolved.